Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having difficulty with their implant and they want a manufacturer's representative (rep) to put in new programs. The patient was redirected to their healthcare provider (hcp) to contact a manufacturer's representative (rep). Additional information was received from was received from the hcp. It was reported that the patient was going to meet with the rep to see if they can change settings. The cause of the difficulty with implant had not been determined. Additional information was received from the patient. It was reported that the ins had not been working very effectively since the patient had a bilateral cervical radiofrequency neurolysis. The patient said that the cause of the difficulty with the implant was unknown and there was just a reduction in effectiveness, post surgical procedure. The patient said they were interested in seeing if new programs could be installed on the ins. The patient said their hcp had called a rep on their behalf. The patient noted that the issue had not been resolved; a rep had called the patient and offered to meet but no meeting had been set up at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Patient weight as been provided from additional information. If information is provided in the future, a supplemental report will be issued.